Event description:
It was reported that after a surgery the surgeon noticed on the xrays that there was metal bit, no patient injury, delay or other complications were reported. .

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly used in treatment was not returned for evaluation. If further information becomes available, the complaint may be revisited. Factors that could affect device performance include: device ability, product knowledge. Product met specifications upon release to distribution.